Event description:
This is report 1 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The cause of the peritonitis was unknown. The patient was treated with IV (intravenous) unspecified antibiotics for the peritonitis. The patient was eventually discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h13c30014with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the peritonitis event occurred while the patient (pt) was on vacation. The patient may have gone swimming on the beach. On an unreported date, the patient's peritoneal dialysis (pd) catheter was removed and the pt was placed on back up hemodialysis (hd). The pt has recovered from the peritonitis event.